Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on various troubleshooting steps, which did not resolve the issue, leading to the decision to replace the pump. The customer is to use multiple daily injections (mdi) as a backup therapy until the replacement pump arrives, which will include updated software. The customer was informed on how to put the pump into storage mode and instructed to return the non-functioning pump to tandem using a provided return box and label.